Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy for the posterior tibial artery chronic total occlusion. A 1.5mm x 20mm x 143cm coyote es was selected for use after the guidewire was able to cross the lesion. However, during the first inflation at 6 atmospheres, the balloon ruptured. Afterwards, the balloon was replaced with a 2.0mmx30mmx143cm fg coyote nc and was advanced for dilation. However, a balloon rupture has also occurred at 12atm during inflation for the second time. The device was replaced with a non-bsc balloon catheter, and the procedure was completed successfully. There was no patient injury reported.